Manufacturer narrative:
The investigation of access site bleeding, low pump flow positioning issues, and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Data log reviewed: no motor current (mc) spike outside of p-level changes observed. Many suction alarms occurred on the day low flow issue reported. Impella position in aorta alarms occurred around end of the impella support. Clinical stated the impella was slightly repositioned under echocardiogram on (B)(6) helping with suction alarms but patient continuously required more support. Unclear evidence obtained from the account data why the position issue happened and what other patient support performed to attempt improve low flow issue. No indications from data logs obtained. The cause of the access site bleeding most likely was anticoagulation management since the heparin stopped temporarily until in therapeutic range to solve the issue. The cause of the low pump flow issue cannot be determined since complaint device not returned for analysis and insufficient clinical data provided. The cause of the positioning issues cannot be determined since complaint device not returned for analysis and insufficient clinical data provided. As the necessary information was not provided, the root cause of the vt/vf was not determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient experienced ventricular tachycardia (vt). The patient was converted without defibrillation and an episode of bradycardia warranting administration of atropine. Support was continued. Additionally, the patient had access site bleeding. Pressure was applied and heparin was stopped temporarily until in therapeutic range. Angle-match dressing was reinforced. Support was continued. Furthermore, the impella was slightly repositioned under echocardiogram helping with suction alarms, but the patient continuously required more support. The patient expired on support. It is unknown if the use of the impella was related to the patients death. Thus, there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.